Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. A revision procedure has been scheduled for the coming months and for now, the pacemaker remains in service. No adverse patient effects were reported. This event will be updated should information on a revision procedure be provided from the field.